Event description:
The user facility reported an 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that as the impella 5.5 entered the ascending aorta, the surgeon had a lot of difficulty further advancing the impella. It was discovered that the tip of the impella went through a false lumen in the inner wall of the aorta and caused a small dissection. The impella was removed temporarily and an ascending aorta repair was done successfully. The impella was then placed back in without a wire into the left ventricle (lv) successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Clinical details do not mention important information such as vessel size, imaging done prior, excessive force used, etc. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.